Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: a review of the black box revealed no evidence of short battery life. There were several ¿call service (cs) 177¿ warnings observed in the pump history due to normal battery wear. The returned battery and cartridge caps were observed. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. All currents draws were found to be within specification. The reported ¿short battery life¿ complaint was unable to be duplicated. Unrelated to the complaint, the pump¿s cover was removed; there was moisture and corrosion found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There reportedly a short battery life issue; however the pump was still functioning appropriately and there were no other issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).